Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a possible extrinsic outflow graft obstruction (eogo) seen on a routine computed tomography angiography (cta). The patient was stented on (B)(6) 2024.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b1: corrected. Section h1: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The cta images submitted by the account were reviewed; however, due to image quality, the exact shape of the graft beneath the bend relief was unable to be determined, and the reported obstruction could not conclusively be confirmed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C, and the heartmate 3 patient handbook, document 10006136, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Hold for dh 8/23